Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Device received with missing serial number label noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the they received the open book image on the insulin pump screen. The customer's blood glucose value was 7.6 mmol/l. Troubleshooting was done. The customer stated that insulin pump had book with question mark in it, it was broken. The customer was reported that the sn rubbed off the back of insulin pump. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.